Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) the investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device was not ratcheting. Event occurred during css check the functionality of the mesh grafts. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI:(B)(4). This medwatch is being filed to relay additional information. Product evaluation: product review of the skin graft mesher (B)(6) by dover on 25 march 2020 revealed that the comb was damaged. The pre-test calibration and test cut could not be performed due to the damaged comb. The ratchet was not working. The bottom roll and gear had some visible wear. Product repair: repair of the device was performed by dover on 25 march 2020 which included replacement of the following: comb, bottom roll, gear, ball plunger on ratchet the device, serial number (B)(6), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.